Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and underwater pressure testing were performed. The device was found to operate within specification during all performed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore extension set was involved in a no flow incident. The extension set was connected to a primary intravenous (IV) set (baxter product). The reporter stated that "if they remove the link that connects the extension tubing to the primary tubing, the IV fluid will flow freely". This occurred during priming using gravity. The solution intended to be infused was either lactated ringers solution or normal saline. There was reportedly patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.